Event description:
I had a PICC line place on (B)(6) 2025 for chemotherapy of my big cell b cell lymphoma, the PICC line has two ports with needless connectors coming out from the inner lower right arm and were capped with the 3m curos 70% ipa caps. My providers released me home with circular mesh around my right upper arm, and elbow covering them. I woke up and found one of the caps in my bed, afraid of setting on a line infection through hub contamination - (see quotation bellow) I swabbed the hub with 70% isopropyl alcohol for one minute and put a new cap on (lot 11467994) which was even more difficult with one hand, and this showed me how difficult they are to thread in and secure by healthcare workers. The 3m curos caps are difficult to thread on - a design and human factors problem. Needless connectors are poorly designed and pose an ever-present contamination problem. Literature on this problem that according to cdc causes 20,0000 attributable death/year in the us, with a bedside tested proposal for an additional safety factor: flexible passive IV connector safeguard against contact and airborne contamination to prevent central-line associated bloodstream infections. The reporter's identity, including the identity of a self-reporter, may be shared with the manufacturer unless requested otherwise. Please do not!